Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
After placing the PICC the wire was removed. The patient was sent to x-ray to verify placement, the x-ray showed a piece of the wire, about 5 cm, remained in the tip of the PICC. The line was then removed. When the wire was removed, it did not appear to be unraveled and was discarded after it was removed and before the piece was found in the tip of the catheter.